Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after an interventional angioplasty of the lower extremities with a 6fr sheath. Reportedly, there was difficulty in removing the handle and once removed a cuff miss [suture retrieval issue] occurred. Pain was noted at the access site. Manual compression and a pressure bandage were applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle and retraction problem could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss. The cause of the difficulty removing the plunger may be related to needle orientation due to deflection, or the lever was inadvertently raised. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 - device available for evaluation: updated from no to yes. H3 - device evaluated by mfg?: updated from no to yes. H6 - type of investigation: code 4115 was removed and code 10 was added.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss. The cause of the difficulty removing the plunger may be related to needle orientation due to deflection, or the lever was inadvertently raised. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.